Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that after an loaded the lens into cartridge, as usual. The surgeon then implanted the lens that had scratches on the optic plate in the central area. Subsequently the lens was removed during initial procedure and implanted the unspecified backup with same power. Additional information has received it states that main incision was slightly enlarged. No patient impact was reported. Additional information has received it states that there was no problems with the cartridge, but it is unclear whether the lens was damaged during loading or lens injection.